Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible cardiac arrest and was unresponsive. Chest compressions were delivered for approximately one minute. It was noted that the right atrial (ra) lead exhibited non-capture undersensing and was unable to confirm lead position. The lead remains in use. No further patient complications have been reported as a result of this event.